Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds as well as high impedance. The lead was explanted and re placed. No patient complications have been reported as a result of this event.